Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 type of investigation, correct h.6 investigation findings, corrected h.6 investigation conclusions, additional information added to h.10. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and revealed the following: presence of calcium in the native aortic annular leaflets. In this case, two different lot numbers were provided. As we are not able to differentiate which one is associated with which device, a device history review was performed on both. Review of the lot numbers did not reveal any manufacturing non-conformance issues that would have contributed to the event. There are extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of balloon burst was unable to be confirmed as neither the device nor applicable procedural imagery was provided. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : the device was discarded at the hospital.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm commander delivery system balloon burst upon deployment of a 26mm sapien 3 ultra resilia valve in the native aortic valve via transfemoral approach. The balloon was almost fully inflated when it burst. The valve was stable, and the commander delivery system was withdrawn. The valve was post-dilated. The valve had been implanted successfully with no central leak or paravalvular leak. The patient did not experience any injury. The field clinical specialist stated there was calcium present at the annulus and native valve leaflets.